Event description:
It was reported the atrial lead fractured. High impedance, oversensing and no capture was also reported. The lead was capped and not replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.